Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Patient was a child. Additional patient information: diagnosis - wolf-hirschhorn syndrome. Admitted for septic shock.

Event description:
It was reported that a pediatric patient developed v-tach and cardiac arrest from hyperkalemia of unknown etiology and associated lactic acidosis while receiving a primary tpn infusion. The tpn was programmed at a rate of 13 ml/hour for a duration of 24 hours that was initiated on (B)(6) 2019 at 21:17 in the picu. The device alarmed "patient side occlusion" and the infusion was stopped due to the cardiac event. The customer did not allege that an over infusion occurred. The patient recovered and was eventually discharged. It was also stated that the tpn was evaluated by the lab after the event and found that the values of all levels were accurate and within range of the ordered value.